Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that the customer passed away at home. The customer was hospitalized on (B)(6) 2021 due to diabetic ketone acidosis. The cause of death was diabetic ketone acidosis. The customer¿s blood glucose was unknown at the time of death. It was unknown if customer was wearing the insulin pump at the time of death. The caller agreed to return the insulin pump for analysis.